Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow events. Although a specific cause for the low flows could not conclusively be determined through this evaluation, the account reported that they were due to hypertension and dehydration. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of an ischemic stroke could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. Transient low flow hazard events were captured throughout the data on external batteries and the power module. No other notable events or alarms were captured within the data and the pump appeared to function as intended. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C is currently available. Section 1 provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg (millimeters of mercury) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke as an adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to an ischemic cerebrovascular accident (cva) event. Upon admission, the patient reported having low flow alarms on batteries which were concluded to be multifactorial with hypertension and dehydration. The patient reported dizziness and syncope. Flows improved with treatment of blood pressure (bp) and hydration. The patent¿s international normalized ratio (inr) was therapeutic and on two antiplatelet in addition to coumadin at time of event. The patient¿s CT (computed tomography) of the head was non-contrast with left sided hemiparesis, visual impairment and dysarthria. A do-not-resuscitate (dnr) and do-not-intubate (dni) along with goals of care was discussed with family. No further information was provided.